Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the minimum fill issue could not be verified.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 180-182 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.